Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while the device was removed from service at the third-party bench, an emergent issue was discovered indicating there is physical damage to the direct current (dc) charging port and it is loose in the front case assembly. As the device was removed from service at the time of the discovery, there was no patient involvement.